Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection of the returned device. During a visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 225cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: right contour deformity and ptosis d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old hispanic female patient underwent primary breast augmentation with 225cc mentor smooth round moderate profile on both sides and experienced breast implant deflation on her left side postoperatively; diagnosed over the phone and in the office. On (B)(6) 2025, mentor became aware that the patient also experienced bilateral contour deformity and ptosis in addition to left side rupture, and underwent bilateral replacement surgery with catalog number 3501630; serial number (B)(6) on the left side, and with catalog number 3501630; serial number (B)(6) on the right side on (B)(6) 2024 . This medwatch report is for the patient¿s right-sided device.